Event description:
It was reported that the device is off and the patient has developed a bladder infection. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3095-10 lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 3093-33 lot# v007913 serial#, implanted: 2006 (B)(6), explanted: product type lead product ID, 3037 lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).